Event description:
It was reported that a female patient who underwent a breast augmentation primary with a mentor smooth round high profile, 460cc saline breast implant experienced right-sided deflation postoperatively. The ultrasound examination confirmed the issue. As a result, patient underwent replacement with narelle- allergan device on (B)(6) 2024.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Nonconformances were identified during the mre and that the issue will be handled through mentor's quality system. Reason for device explant and/or reoperation: deflation mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).